Event description:
Customer reported that the spring arm broke during a surgery. The cupola was retained by the cables. No injuries were reported. (B)(4).

Manufacturer narrative:
A maquet field service technician visited the hospital and evaluated the device. He found that the metal structure of the ondal acrobat 2000, double fork spring arm had broken at the junction with the cupola. He replaced the broken spring arm and verified its fit for use. The technician then inspected the other maquet similar configurations at this facility and verified there were no additional issues. This malfunction was previously addressed in the u.s. Through a device correction: FDA number z-0182-188-2010, (B)(4). Maquet inc. Submits this report on behalf of the device manufacturing facility. Maquet s.a. Provides product failure investigation, analysis and resolution for the device described in this report.